Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a rib fracture occurred following the removal of a cannula. This resulted in minor bleeding, which was resolved using an unspecified cauterizing instrument. Specific details regarding the rib fracture, including whether it was an anticipated complication of the procedure and what medical intervention was rendered due to the complication, remain unknown. Although the surgeon attributed the fracture to the movement of the cannula, the surgeon also noted that certain patient factors, such as advanced age, may increase susceptibility to rib fractures. The procedure was successfully completed robotically, and it is unknown whether the patient experienced any postoperative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.